Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported filling cartridges using insulin pens. Customer was informed that pump should only be filled using insulin from a vile per the user guide. During system check with tandem technical support, the root cause could not be determined because customer declined to remove the infusion set cannula from the infusion site. Customer successfully resumed insulin delivery. Customer's blood glucose was 106 mg/dl.